Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated lead replacement procedure, the device was found in backup vvi mode. A device download was performed which successfully restored the device. There were no patient consequences.